Event description:
The affiliate reported: doi and the initial setting pressure were unknown. After the implantation, the setting pressure could not be changed and the obstruction of the valve was suspected. Therefore, the revision surgery was conducted on (B)(6) 2014. The setting pressure of the replaced valve was unknown. It was confirmed at the revision surgery that fluid flowed through the valve after flashing. The kind and the setting pressure of the replaced valve are not informed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected needle holes were noted in the silicone housing near the needle stop. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming and pressure tests and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.